Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified proximal right coronary artery. Following pre-dilatation with a non-bsc balloon catheter, a 4.50mm x 8mm nc emerge balloon catheter was advanced and inflated three times at 12, 16, and 20 atmospheres (atm) respectively. However, during the fourth inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.